Event description:
Surgeon was starting a laparoscopic cholecystectomy in the usual manner. A pneumoperitoneum needle was inserted and then reinserted due to resistance. The pneumoperitoneum needle was tested with a needle saline drop technique which appeared to be adequate. Carbon dioxide was then insufflated, and having insufflated, a ten dexide trocar was inserted and camera instilled. Three remaining trocars were placed, one ten and two fives, after which bleeding was observed in the right upper quadrant. The abdomen was immediately opened and appropriate surgial interventions were made to repair the aorta and left iliac artery. The pt did survive, has gone home and to date, has gone back to work.